Event description:
It was reported that the right atrial lead exhibited oversensing noise. During the procedure, the right atrial lead would not come out. It was noted that lead also had insulation damage. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.